Event description:
Event.

Event description:
It was reported that prior to implant, the helix of the right ventricular (rv) lead would not extend. The rv lead was not used anda different rv lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary the full lead was returned and analyzed. The distal connector was bent. It was visually noted that the lead was damaged at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.